Event description:
During implant procedure, increased pacing impedance, decreased sensing, and noise were noted on the right ventricular (rv) lead. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.